Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The patient experienced stimulation. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.